Manufacturer narrative:
Corrected data: h4. H10: it is unknown whether there was deviation from instructions for use in reprocessing steps for the area where foreign material remained. This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable and preventable by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: damage on nozzle, damage on channel tube, wear of angle wire, plastic distal end cover cracked, adhesive on bending section cover cracked, suction cylinder has no color, water removal ability does not meet the standard value due to damage on nozzle, biopsy channel scratched, forceps cannot be inserted smoothly due to damage on channel tube, bending angle in down direction does not meet the standard value due to wear of angle wire, plastic distal end cover has a snag on it due to a crack, objective lens has a scratch, metal part is exposed due to deterioration of connecting tube, universal cord has a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the evis exera iii gastrointestinal videoscope exhibited foreign objects in the air water tube, air water cylinder and the jet tube. There were no reports of patient involvement.